Manufacturer narrative:
Batch review performed on 28 august 2017. Lot 174244: (B)(4) items manufactured and released on 07 july 2017. Expiration date: 2022-06-27. No anomalies found related to the problem on (B)(4). To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 01 september 2017 the r&d project manager performed a preliminary investigation based on the available picture and commented as follows: basing on the event description, it seems that the surgeon, once performed a first complete tibia preparation of the bone, decided to perform a +2mm correction cut to the tibia. After this second cut, the reaming step to properly prepare the tibia again, was not performed. The handle was used to impact the keel into the bone without having before properly prepared the bone to sit the trial keel. The impactor handle was used in condition not foreseen by the surgical technique. The impaction force required to sit the trial keel into the bone (furthermore into an hard sclerotic bone) without having before prepared the bone with the dedicated reamer was too high and brought to the breakage of the divide. No further considerations can be done looking at the picture.

Event description:
The patient had hard sclerotic bone. The surgeon prepared tibia accordingly. Upon range of motion, surgeon decided to take additional 2mm of tibia. After doing so, the surgeon proceeded to place gmk-efficiency tibia plate back on and did not reprepared the tibia with metal reamer. The surgeon tapped the gmk-efficiency tibial cruciate into place. It took several attempts to seat properly. Upon going through range of motion and surgeon satisfaction, the surgeon attempted to remove the gmk-efficiency tibial plate and cruciate. First attempt, done with a gmk-efficiency handle failed, with plastic attachment piece for cruciate breaking. The second attempt, done with new gmk-efficiency handle failed, with plastic attachment piece for cruciate breaking. The surgeon then used osteotome to lift the plate and cruciate together from the tibia, loosening the cruciate from the tibia. Pieces were removed. The surgeon prepared the tibia with metal reamer and gmk-efficiency cruciate again and proceeded to cement components for the total knee. The delay was approximately 2-3 minutes. Instruments are not available.